Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 7: reference MFR. Report#: 1627487-2018-07433; reference MFR. Report#: 1627487-2018-07434; reference MFR. Report#: 1627487-2018-07435; reference MFR. Report#: 1627487-2018-07436; reference MFR. Report#: 1627487-2018-07449; reference MFR. Report#: 1627487-2018-07450. The patient has an scs system for off-label use. It was reported scar tissue was present at the patient's lead and ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2018. During the procedure, scar tissue was removed from both sites and the ipg was repositioned. Surgical intervention addressed the issue.